Event description:
There was no patient involved in this event. This device malfunctioned because the status indicator was not illuminated ore flashing and the device was emitting the "device service required" warning prompt. A device emitting this warning message has identified a fault with the device and if left undetected could result in the failure of the device to deliver therapy if required.

Manufacturer narrative:
The pad device was installed on (B)(6) 2010. The pad-pak was then removed and re-installed (B)(6) 2010. The device failed a weekly self test on (B)(6) 2010 due to a low battery. The temperature at this time was minus 7.6 degree c. The next event was on (B)(6) 2011 suggesting the device had been left in fault mode for over 6 months. Multiple 10 minute events occur until the battery is too depleted and the device stops recording on (B)(6) 2011. A new pad-pak is inserted on (B)(6) 2012. Multiple events start again on (B)(6) 2012. The problem with the device was attributed to a fault in the membrane. Very low temperature recorded at the time of the self tests would indicate the device was not being adequately stored. It is highly likely that exposure of the device to adverse environmental conditions is the root cause of the problem with this device. The pad pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.